Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose level was 180 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unreadable and unresponsive touch screen issues were verified. Additionally, the alleged touch screen cracked/shattered/scratched issue could not be verified; however, a different issue was identified.